Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported from the site that the patient had a loose battery connector on controller. An elective controller exchange was performed and it was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the controller had a loose power port connector. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the unit failed visual inspection due to a loose power port 2 connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, the manufacturer is investigating loose connectors as an internal investigation with the supplier. The controller failed functional testing due to an inability to power up. Internal inspection of the controller revealed that the molex connectors that connects power port 1, power port 2 and the driveline connector to the printed circuit board (pcb) were not properly seated and were making a marginal connection. Log file analysis revealed  a vad disconnect alarm that likely occurred during the controller exchange. No other vad disconnect and/or battery alarms were recorded near the reported event date. This suggest that the marginal molex connections did not affect the functionality of the controller when the unit was in use by the patient. The manufacturer is investigating loose molex connections.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.